Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient was treated for a penetrating aortic ulcer with a intramural hematoma using a conformable gore tag device. A femoral artery was used as main access, however, use of the 24 fr gore dryseal sheath with hydrophilic coating resulted in injury to the femoral artery. The vessel damage was repaired and a common iliac conduit was performed to complete the procedure. A tge373715 was implanted and the procedure was completed without further complication.